Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Event description:
Customer reported the insulin pump alarmed motor error during basal. Customer's blood glucose level was 430 mg/dl. Customer's high blood glucose was due to customer running out of insulin and she took of the device at work. Customer treated with manual injection and feels ok to continue troubleshooting. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does not use the sensor feature. Customer reported the insulin pump kept alarming no delivery when asked if customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. Troubleshooting for cosmetic damage was also done. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.